Manufacturer narrative:
Pc-(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Manufacturer narrative:
Pc-(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the broken piece of the loop retrieved? Will the broken piece of the loop be returned for analysis? Please confirm that there was no patient consequence.

Event description:
It was reported that the patient underwent myoma removal by hysteroscopy on (B)(6) 2018. During the procedure, the loop broke. There was no adverse patient consequence reported. Additional information has been requested.